Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
The customer reported that while using the bd pyxis¿ medstation¿ es, the device was rebooted. After reboot, the unit became stuck on the main screen, preventing user login. The station was also operating in offline mode. The customer indicated that this resulted in a delay in patient care. No injuries or adverse events were reported in connection with this occurrence.